Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's basal delivery was not functioning. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the bg level. The customer indicated that the pump was due to be replaced and had reverted to insulin injections to manage diabetes.